Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component, investigation conclusions), h11 corrected fields: d4. A getinge field service engineer (fse) reported that they replaced the hinges (0105-00-0138-02, 0105-00-0138-01) and hinge covers (0380-00-0561). The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular annual maintenance, the stiffer movement of display on the cardiosave intra-aortic balloon pump (iabp) unit hinges. There was no patient involved.